Event description:
Ge dash 4000 monitor failed audio test such that alarm may not have been audible if it were in use. Serial #(B)(4) was taken out of service and returned to ge for repair. FDA safety report ID# (B)(4).